Event description:
Surgeon experienced two passing pins breaking during an acl procedure. The surgeon was placing the pin into the femur without a guide when it broke. A second pin was then tried, which also broke. The surgeon has been placing pins in this manner for 15 years without incident. The distal tips of the pins remain embedded in the pts femur. A delay of twenty-five minutes resulted. Backup devices were available to complete the repair. No pt injury or complications resulted.